Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific received information that this left ventricular (lv) lead was one of two epicardial leads implanted. It had been previously capped. The lead was uncapped and placed into the header, loss of capture was observed therefore, the lead was recapped. The patient has been pacemaker dependent since birth due to reversal of the great vessels. No adverse patient effects were reported. The patient would likely undergo another procedure to have a new epicardial lead placed for backup.